Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving baclofen via an imp lantable pump for intractable spasticity use. It was reported that they were at an account today and the nurse noticed that the patient's pump had stalled several times. The company representative (rep) stated the patient said they called to speak with medtronic about it, but no call was found. The rep asked if they asked for the pump logs or the pump report, and the rep said no, but they would call today to see if they had an email that they could send it to. The agent asked if the patient was getting near a magnet or if it was something mechanical going on, and the rep stated no. The rep confirmed that there was no loss of therapy or increase in symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue."